Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device the weight of the device within specification, fold creases, and wear abrasion. Voids in the gel were observed after the autoclave disinfection cycle. Based on the device analysis, the final assessment is no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lumps on top of breast.

Event description:
Healthcare professional reported right side "lumps on top of the breast", an MRI shows that the implant might be ruptured. The device remains implanted.